Manufacturer narrative:
Based on the results of the investigation, although a definitive root cause could not be determined, it is likely a high-energy endo therapy accessory was used without sufficient distance from the tip of the device. The event can be detected and prevented by handling device in accordance with the following IFU: IFU states the detection method in gif-ez1500 operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a burnt plastic distal end cover. There was no patient involvement.